Event description:
During the routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
On january 22, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Results and conclusions: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed, however, emi are the most probable hypothesis. (B)(4). The oversensing episode(s) recorded was non-sustained and did not trigger any therapy (because it was non-sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead/connector issue. However, considering the high amplitude and the specific pattern of the noise sensing events, emi are the most probable hypothesis (external source of interference, e.g. Home appliances). Despite significant improvements included in the new version of the asc, the algorithm will probably not be able to prevent all noise sensing episodes from being detected, recorded or treated. Careful check of this oversensing phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector/lead problem.